Event description:
A report was received that the patient was experiencing chest pain. The physician thought that it was due to the lead that moved slightly anterior up near the thoracic spine. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing chest pain. The physician thought that it was due to the lead that moved slightly anterior up near the thoracic spine. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing chest pain. The physician thought that it was due to the lead that moved slightly anterior up near the thoracic spine. The patient will undergo a lead revision.